Manufacturer narrative:
A patient's ipg was inoperable due to reaching end of service was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that patient's ipg was at end of service (eos). It is unknown when therapy was lost. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.